Event description:
It was reported to boston scientific corporation that a sensation snare device was used to treat the polyp found in the digestive tract in the intestinal tract during an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure, insufficient support force caused the metal wire to slip from the tissue surface when tightened, preventing the loop from cutting the target polyp. The procedure was completed with another sensation snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop unable to cut target polyp.